Event description:
It was reported that during laparoscopic gastric bypass three different trocars were pulled during the procedure due to pneumo leaking and torquing. A circular device was pulled and the blue ancillary trocar had a crack at the tip and they could not insert the suture through the end. Another circular was pulled for the case and worked fine. On the sixth firing with a blue load along the gastric pouch the device was fired. The device was inserted in a trocar and the device was rotated and articulated slightly. The device was bottomed out against the trocar seal. They had grasped the tissue and closed the device. When the device was fired it made a different sound, like clicking. The device was opened, the device fired partially staples but, the cut line was complete. At the distal end there were no staples. Bleeding occurred, no transfusion was given. An echelon device was pulled and fired eight times to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.